Event description:
It was reported that this right ventricular (rv) lead was not capturing even at maximum output the next day it was implanted. Rv lead was tested at max output without capture. X-ray looked like lead position had not changed and helix was still extended. Therefore, the rv lead was repositioned higher on the septum and acceptable thresholds and measurements were noted. Physician suspects a micro perforation caused the loss of capture, inadequate stimulation was reported. Rv lead remains in service. No additional adverse patient effects were reported.